Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. 3191 (animal). When additional information becomes available a follow up report will be submitted.

Event description:
It was reported that the thread-damaged-broken. The reporter indicated that there were three veterinary cases of broken threads during the ovariectomies of dogs and cats on two references of novosyn. The thread broke during the knot. This report references the first case.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 18 closed units. Tightness test to the closed samples received has been performed and the units are tight. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 2.36 kgf in average and 2.15 kgf in minimum (ep requirements: 1.81 kgf in average and 0.91 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength of the samples before releasing the product fulfilled the requirements of the european pharmacopoeia (ep): 2.51 kgf in average and 2.42 kgf in minimum. (Ep requirements: 1.81 kgf in average and 0.91 kgf in minimum). Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.